Manufacturer narrative:
A service engineer has been on site and started the investigation. Two printed circuits boards were replaced. The replaced boards have been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that during patient treatment the measured oxygen concentration was lower than set value. The ventilator was pulled and there was no harm to the patient. (B)(4).